Manufacturer narrative:
(B)(4). Damaged sleeve assembly. The instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. No conclusion could be reached based on the analysis results as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Additional information was requested and the following was received: the first 2 clips came out and they were loose. The 3rd clip would not form. There were no patient consequences and another device was used to complete the procedure.